Event description:
This event was captured based on literature review. It was reported that a graftmaster stent was used for repair of a superior mesenteric artery (sma) ruptured dissection. The 3.5x19 mm graftmaster stent was delivered and deployed to occlude the entry. Because sma angiography showed leakage of contrast medium into the false lumen, post-dilation was performed using of a 5x20 mm balloon dilatation catheter. The leakage of contrast medium outside of the true lumen disappeared, indicating complete occlusion of the false lumen. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the corrective action tracking system database revealed no non conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.